Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient passed away while performing therapy on the homechoice device. It was not reported what therapy process step the patient was on at the time of death. The patient expired at home and was not hospitalized prior to the event. The cause of death was thought to be likely due to a heart attack but this was not confirmed therefore the cause of death has been assessed as unknown. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.